Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: lot number was identified upon receipt of the subject device. A review of the device history records was performed and revealed there were no issues during the manufacture of the product that would contribute to the complaint condition. The subject device was received, however, the investigation could not be completed and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a long trochanteric femoral nail was implanted to treat a proximal femur fracture on (B)(6) 2014. There was a subsequent collapse of the fracture in varus; the blade backed out and the nail was found to have gone slightly proud -to have protruded out of the greater trochanter. On (B)(6) 2014, a hardware removal with revision to a dynamic hip screw(dhs) was performed. During the procedure, pus started pouring out of the bone. The cultures came back positive. The procedure was successfully completed with no surgical delays or harm to the patient. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; this device was received intact and in good condition with no signs of damage. Four implants belonging to the titanium trochanteric fixation nail system were returned; one titanium cannulated trochanteric fixation nail, sterile, 11mm, one 11.0mm titanium helical blade and one titanium locking bolt. Upon receipt of these devices, they were seen to be in good overall condition with only slight signs of wear in areas in which they contacted each other or instruments during insertion of explantation. The drawings for the 5.0mm titanium locking screw were reviewed and the design was found to be adequate for the intended use of this device. The distal locking bolts, while returned, are concomitant devices but did not contribute to this complaint condition. This complaint is confirmed; however the design of this device is adequate for its intended use and did not contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.